Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: technical event: (B)(4) due to defective blower. Detailed complaint and failure description: the device was working on a patient. The screen went completely black, and ventilation stopped, ambient mode. The errors listed above were displayed. Blower timer is at (B)(4).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: blower defective. Correction: replaced defective component.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: technical event: 231009 due to defective blower. Detailed complaint and failure description: the device was working on a patient. The screen went completely black, and ventilation stopped, ambient mode. The errors listed above were displayed. Blower timer is at 52%.